Event description:
It was reported that a syringe 10ml ll 21ga 1-1/2in tw pakistan was used and caused an allergic reaction to a patient due to the high quantity of silicon oil in the syringe. The following information was provided by the initial reporter: it is to inform you that we have gotten a very serious complaint in bd 10 ml syringe from one of our valuable customers. Detail as follow: this incident was reported by one of our prestigious institutions. They have returned all our supplies of bd syringes and also reported allergic reaction to one of its patient due to high quantity of silicon oil in 10 ml syringes. Furthermore, they have stopped orders for bd syringes until this issue is resolved and formal letter is not provided by bd region. (We have recalled all the syringes of 10ml from pakistan market, batch no: 8333876).

Manufacturer narrative:
The following fields have been updated with corrections: medical device manufacturer: tuas

Manufacturer narrative:
H.6. Investigation: photo evaluation: 6 photos were returned for evaluation. From the photo, observed a layer of liquid inside the syringe barrel. Sample evaluation: 5 samples were returned for evaluation: 3 used samples in open package (sample #1, #2 & #3). 2 representative samples in sealed package (sample #4 & #5). All 5 samples were subjected to visual inspection. Observed silicone stain on top web for sample #1 & sample #2 and visible layer of coating on the rubber stopper. All 5 sample were subjected to silicone content determination test as per 80005468 test method and the maximum allowable lubricant on the interior of a syringe for 10ml (cc) is 7.0mg per 10005001 product specification. 2 samples (sample #1 & sample #2) failed the test with the silicone amount >7.0mg from the photo and samples returned the layer of liquid inside the syringe barrel suspected silicone which was only liquid material spray on syringe barrel in syringe assembly process. Review of manufacturing records (production date 13 dec 18), there was reported kahle machine downtime due to poor assembly issue. During troubleshooting of the main assembly dial (mad), the production technician manually turns the machine dial to clear the jammed parts. The silicone drool and dripped into the syringe barrel during machine down/stoppage creating syringes with excessive silicone. Currently, machine will purge & eject 2 cycles (~24pcs) defective syringe with excessive silicone wherever machine stoppage. However, if perform manually turn machine dial the defective syringe with excessive silicone may not eject because the reference point in plc will not capture the manual turning data. The defective syringe with excessive silicon will be transferred to next process and escapee to customer.

Event description:
It was reported that a syringe 10ml ll 21ga 1-1/2in tw pakistan was used and caused an allergic reaction to a patient due to the high quantity of silicon oil in the syringe. The following information was provided by the initial reporter: it is to inform you that we have gotten a very serious complaint in bd 10 ml syringe from one of our valuable customers. Detail as follow: this incident was reported by one of our prestigious institutions. They have returned all our supplies of bd syringes and also reported allergic reaction to one of its patient due to high quantity of silicon oil in 10 ml syringes. Furthermore, they have stopped orders for bd syringes until this issue is resolved and formal letter is not provided by bd region. (We have recalled all the syringes of 10ml from pakistan market - batch no: 8333876).

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 10ml ll 21ga 1-1/2in tw (B)(4) was used and caused an allergic reaction to a patient due to the high quantity of silicon oil in the syringe. The following information was provided by the initial reporter: it is to inform you that we have gotten a very serious complaint in bd 10 ml syringe from one of our valuable customers. Detail as follow: this incident was reported by one of our prestigious institutions. They have returned all our supplies of bd syringes and also reported allergic reaction to one of its patient due to high quantity of silicon oil in 10 ml syringes. Furthermore, they have stopped orders for bd syringes until this issue is resolved and formal letter is not provided by bd region. (We have recalled all the syringes of 10ml from (B)(6) market - batch no: 8333876).